Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 06/03/2024, that on (B)(6) 2024 the patient experienced a skin reaction. The sensor was inserted into the abdomen, which is off-label usage of the device, on (B)(6) 2024. It was reported that the patient experienced a skin reaction which occurred 9 days after the sensor had been inserted in the abdomen. The patient developed redness, blisters, and a scar extending beyond the patch perimeter. The patient had an itching sensation in the area. The reaction area was treated with an otc (over the counter) topical cortisone cream and an unspecified anti-inflammatory cream. At the time of the report, the patient was okay. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.

Event description:
Subsequent to the initial MDR, a correction is required. Dexcom was made aware on (B)(6) 2024, that on (B)(6) 2024 the patient experienced a skin reaction. The sensor was inserted into the abdomen, which is off-label usage of the device, on (B)(6) 2024. It was reported that the patient experienced a skin reaction which occurred 2 days after the sensor had been inserted in the abdomen. The patient developed redness, blisters, and a scar extending beyond the patch perimeter. The patient had an itching sensation in the area. The reaction area was treated with an otc (over the counter) topical cortisone cream and an unspecified anti-inflammatory cream. At the time of the report, the patient was okay. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).